Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they went in for an MRI and had their device set for MRI mode. However, after MRI patient was unable to exit MRI mode. Patient stated that they had the communicator charging for 3 days but no lights was showing at all. Patient stated they already tried changing chargers and different outlet. Patient had their stimulation off since friday. Agent had the patient power on the communicator but no lights showing at all. Agent attempted to had the patient turn on the stimulator using the recharger app but to no avail. A request was sent to repair to replace the communicator. No symptoms were reported.